Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-sep-2016, the fse replaced the tubing and 2-way solenoid valve. A driver board was ordered and replaced on 26-sep-2016. The instrument was primed and verified operational. The most probable cause of the reported event was a defective driver board.

Event description:
On (B)(6) 2016, the customer reported an ongoing sample clog detected error on their aia-360 analyzer. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.